Event description:
The customer reported the speaker sound is not working when plugged into the overview but when tested on the other personal computer (pc's) it would work. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site and found the internal printed circuit board (pcb) riser board that the sound card is attached to, the top was not in the slot. It is unknown how or why it was out of place; the riser was plugged back in and was tested and confirmed to be worked properly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site and found the internal printed circuit board (pcb) riser board that the sound card is attached to, the top was not in the slot. It is unknown how or why it was out of place; the riser was plugged back in and was tested and confirmed to be worked properly. The problem was confirmed. The device was operational after repairs were completed.